Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the device was returned and attempted to be analyzed. The device had been removed in 1994 and was too depleted to do further testing. (B)(4): the proximal segment of the lead was returned, analyzed, and primary analysis revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed, and primary analysis revealed no anomalies found.

Event description:
The ipg system was returned with no information. A database search revealed that the patient had died (B)(6) 1994 and the date of implant was (B)(6) 1994. No reasonable contact information is known for follow up and no complaints or allegations have been made against the system or any of the components.